Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =500 mg/dl and polydipsia. The reporter stated that the patient collapsed due to muscle weakness caused by the hyperglycemia. The patient reported received insulin via injection as treatment of the hyperglycemia. Troubleshooting performed by animas customer support revealed all basal and bolus amounts were recorded in the pump as programmed; no pump malfunction indicated. Troubleshooting did reveal that the patient was using insulin in the insulin pump that was not designed for use with the insulin pump and the user had the insulin-on-board feature turned on, which could have caused the patient¿s reported hyperglycemia. Animas customer support referred the patient to their health care provider for diabetes management. This complaint is being reported because the alleged serious injury to the patient was determined to be associated with a training/misuse issue; the use of an insulin in the pump that was not designed to be used in the insulin pump.